Event description:
It was reported that during docking at the user facility the device was sparking at the back of the unit. The power cord of the unit was trapped behind the unit and had exposed copper wiring, which was creating an arc with the body of the unit. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.